Manufacturer narrative:
(B)(4). Additional information: additional information received: was any equipment left in the abdominal cavity? No. Was an anvil grasper used in the procedure? None reported - unknown. Was the procedure laparoscopic? If no please explain. Yes. Was the device firing sound heard? Was any unusual noise heard? None reported ¿ unknown. Did the device cut the tissue? Yes. Was the force to close the device greater or lower than expected? Was the force. Normal? None reported¿ unknown. Was the force to fire the device greater or lower than expected? Was the force normal? None reported¿ unknown. Did the surgeon notice anything unusual about the firing stroke? None reported¿ unknown. Did the anvil need to be physically detached or was it loose on the device? None reported¿ unknown.

Event description:
It was reported that during an anterior resection for rectal cancer procedure, the stapling failed. Equipment and anvil are within the abdominal cavity with open staples. Changed the surgical plan and colostomy was performed to patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.